Event description:
During radial keratotomy, the ephitielium could be seen coming out of all four incisions. The pt suffered corneal abrasion. The pt's eye healed without additional medication. Pt suffered only minor additional discomfort.(note: contact requested inspection of footplaces of the device.)